Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320550 batch no: 9036918. Pr# (B)(4) captures needle bending during use, 1 occurrence and known date (B)(6) 2019. It was reported that during use of the bd nano¿ 2nd gen pen needle the needle was bent on the non patient end. The customer noticed when he was not able to attach the needle on to the pen and when he looked the needle, it was bent. The following information was provided by the initial reporter: consumer reported bent needle non patient end. He noticed when he was not able to attach the needle on to the pen and when he looked the needle, it was bent. Consumer uses the new needle each time of his injection. He visually does not test the needle to see if it is straight. He firmly attaches the pen needle on to the pen.